Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the patient attempted to exchange their controller; however, a specific cause for the attempted exchange being unsuccessful could not be conclusively determined through this evaluation. It was reported on (B)(6) 2025 that the patient had low voltage alarms then attempted to exchange their controller. Data in the submitted log files on the reported event date of 17jan2025 was reviewed. The controller event log file contained atypical power cable disconnect alarms, and in the setting of these alarms, the driveline was disconnected for less than a minute before being reconnected. Refer to the controller investigation regarding the atypical power alarms. Additional data in the left ventricular assist device (lvad) event log file captured 2 further pump reset events on 17jan2025 that were just prior to the oldest available controller event log file data. The pump reset and driveline disconnect events appeared consistent with the report that the patient had low voltage alarms then attempted to exchange their controller. Each event lasted less than approximately 1 minute. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also includes instructions for replacing the current system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage alarms and damage to black power cable. System controller was attempted to be exchanged. Log file review showed abnormal power cable disconnect alarms while the patient was utilizing both battery and power module power. The log also contained multiple low voltage hazard event while on battery power. These alarms maybe related to the reported damage to the controller lead. The log also contained driveline disconnect and various alarms associated with the attempted controller exchange on (B)(6) 2025.